Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. While prepping the taxus liberte atom 2.25x28mm stent, it was noticed a stent strut was sticking up. The device was not used and the procedure was successfully completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. While prepping the taxus liberte atom 2.25x28mm stent, it was noticed a stent strut was sticking up. The device was not used and the procedure was successfully completed with another of the same device. No pt complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded and the stent was located between the markerbands. Microscopic examination of the stent implant identified that there was damage to the middle of the stent; one strut appeared to be lifted or bent back proximally. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).